Manufacturer narrative:
E1; reporter institution phone number: (B)(6). Analysis was performed by philips onsite which included checking the device settings and testing of each measurement parameter. It was confirmed that it was outside the specified value range. We confirmed that the specified values were out of range in the abp test during the inspection. The results of the analysis were that the device gave wrong readings and the pca parameter board was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective parameter board. The issue was resolved by replacing the defective part and the device was confirmed to operating to its specification. The device remains at the customer site.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the arterial blood pressure performance tests showed values outside the specified range. The device was in clinical use at time of event, no adverse event was reported.